Event description:
It was reported during a remote follow-up, the device was prematurely in elective replacement indicator. Device explant is anticipated. The patient was stable.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Analysis of device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. The cause of the high current drain and premature battery depletion was an anomaly in the hybrid.